Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 10/23/02. The representative reported the following problem: vent powers up, but turbine will not start.